Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the down arrow keypad button has become intermittently unresponsive. She noted that the down arrow keypad button still springs back and clicks as expected. The patient denied physical damage to the rubber keypad; denied that the pump has been exposed to moisture; and stated that she wears the pump on her pants with a clip.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. It was observed that all keypad buttons spring back as expected. There was evidence of keypad contamination found under all key contacts. Unrelated to the keypad complaint, investigation of the pump revealed an unreported display failure.